Event description:
The user facility reported that a patient procedure was cancelled and later rescheduled due to the system 1e processor not operating properly, specifically due to a power failure.

Manufacturer narrative:
The control board subject of the reported event was sent back for evaluation. Steris engineering determined that the cause of the control board not operating properly was due to a hardware error in the board, specifically in the analog system.

Manufacturer narrative:
A steris service technician inspected the unit and found that it was continuously powering on and off. The technician replaced the control board, ran diagnostic and processing cycles and returned the unit to service; no further issues have been reported.the control board subject of the reported event was returned for evaluation. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.